Event description:
See section h, number 6, event problem and evaluation codes.

Manufacturer narrative:
Incontinence. Battery problem. Delay to treatment/therapy. Analysis of production records. This is an initial submission as we are pending device evaluation in order to complete the investigation. The device was returned on (B)(6) 2020. A review of the device history record (DHR) found no nonconformity associated with the device. Results pending completion of investigation.

Event description:
On (B)(6) 2019, the patient had a stage 1 trial procedure. Over the weekend, the system was functioning properly and the patient was experiencing relief of their symptom. On sunday evening (B)(6) 2019), the symptoms returned. The patient's remote control would not connect to the external trial stimulator (epg). On monday morning, the patient called the territory manager (representative) who attempted to resolve the issue. Unsuccessful, the patient was scheduled to meet in person with the clinical specialist (registered nurse) on (B)(6) 2019. The clinical specialist was also unable to connect the remote control to the epg. The epg had a red blinking light. The clinical specialist used their clinician programmer to connect to the epg and a pop-up error message came onto the screen stating that the epg battery is too low for therapy and to replace the epg. The epg was replaced and therapy was restored.